Event description:
The customer stated that she was hospitalized with a blood glucose reading of 37 mg/dl. The customer stated that she over bolused for a meal, which caused the event. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.